Event description:
It was reported that the user replaced a dexcom g7 continuous glucose monitor (cgm) sensor and observed a failure to pair to the ilet bionic pancreas; the ilet displayed the prior sensor's pairing code which lead to uncertainty about which sensor was connected. No clinical signs, symptoms, or conditions were reported. Outcomes included successful pairing of the new sensor and no health impact. User support included guided troubleshooting to review the cgm information page, stop the old sensor session, and enter the new sensor¿s pairing code. Investigation of this case revealed that the device was functioning, and the issue arose from an incorrect or incomplete pairing process with the cgm sensor. It was concluded, based on previously established findings for similar reports, that the cause was user setup error during sensor replacement and pairing.